Manufacturer narrative:
No patient information provided after calls to customer 04/30/21, 05/03/21, and 05/06/21. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.